Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with the top and bottom case in an excellent condition. Event log history was performed and indicated that "battery communication timeout" was recorded in history. During analysis, the customer's reported problem was duplicated during power up process. It was noted that battery readings were all "0" and was the cause of the reported issue. Service replaced the main battery to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited "battery not communicating" error. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.